Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and the customer declined technical support follow-up or to provide further details, leading to case closure.